Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 had failed and was not detected on the communication bus. A field service engineer stated that the unit with serial number 16057548 was confirmed to be a seven-drawer auxiliary, and the system was updated accordingly. However, the serial number did not appear in the system after the equipment ID change, possibly due to a temporary issue. Drawer 6.2 had lost all data and was not displaying in the system, while virtual drawer 6.1 remained visible. Basic connection checks were performed, but the issue persisted even after reconnecting all cables. Drawer 6.1 briefly failed to display after a reboot but reappeared after navigating the menu. Due to these anomalies, the module controllers for both drawers were replaced, along with the retractor band, which showed significant wear. The original version controller was also replaced to resolve. Functionality was verified using the hardware test application, and the customer confirmed proper operation. A general cleaning and inspection were completed, and all debris behind the unit was removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary half-height drawer 6.2 failed and was not detected on the communication bus, rendering all cubies unrecoverable and preventing users from accessing medications. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.